Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter complained of discrepant inr results for 3 patients tested with coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. On (B)(6) 2022 patient 1 result from the meter using strip lot 54146311 (expiration date 31-dec-2022) was 3.4 inr. The result from the laboratory 15 minutes later was 2.59 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. The patient's testing frequency is every 1 to 6 weeks depending on the stability of their inr. On (B)(6) 2022 patient 2 result from the meter using strip lot 55343315 (expiration date not provided) was 5.4 inr. The result from the laboratory within 15 minutes was 4.15 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr. On (B)(6) 2022 patient 3 result from the meter using strip lot 55343315 was 4.0 inr. The result from the laboratory within 15 minutes was 3.05 inr. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr. For all patients, any warfarin adjustments would have been made based on the laboratory result.